Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the down arrow keypad button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. The down arrow was intermittently unresponsive. It was found that the contrast button was unresponsive. The up arrow and ok keypad buttons responded to presses appropriately. Investigation revealed that the down arrow key contact was inverted. There was evidence of contamination found under all key contacts.